Manufacturer narrative:
CAPA(B)(4).

Event description:
It was reported that the footswitch was faulty. No injury reported. A field engineer was dispatched to the site and determined the right footswitch needed to be replaced. Once this was completed the system was working as intended.

Event description:
It was reported that the footswitch was faulty. No injury reported. A field engineer was dispatched to the site and additional information was noted that the c-arm moves vertically on its own. The field engineer was not able to reproduce the error and determined the right footswitch needed to be replaced as a precaution. Once this was completed the system was working as intended.